Event description:
It was reported that during a procedure in the superior mesenteric artery, after successfully deploying the herculink elite stent, as the stent delivery system (sds) was being retracted through the heavily calcified iliac and aortic arteries, resistance was met with approximately 20 cm of the catheter still in the anatomy. Force was used and the proximal end of the catheter that was outside of the anatomy broke into two separate pieces. As the particular area of the vessel did not have any calcification present, it was thought that the resistance might be related to the spartacore guide wire. The distal end of the herculink elite catheter and spartacore guide wire were removed together from the anatomy. No damage was reported to the guide wire. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .018, spartacore. Sheath: cordis 4f. The device was not returned. Possible causes for difficulty removing a stent delivery system (sds) post deployment may include, but are not limited to, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to removed the balloon from the stent, resistance with the guide wire/ guiding catheter and/or anatomy or the balloon getting caught in/with the stent struts after stent deployment. To help ensure this difficulty is not related to a product deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for proper balloon deflation and proper stent deployment. In this case, based on the reported information, it was thought that the resistance encountered during removal may have been related to the spartacore guide wire. Although the guide wire was also not returned, potential factors that may contribute to resistance between the sds and a guide wire may include, but are not limited to, anatomical conditions, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the guide wire or damage to the distal shaft of the sds. As a result of the difficulty of removing, it was reported that pulling force was applied to the proximal end of the sds causing the portion of the shaft outside of the body to separate. The excessive force used to cause this type of separation would likely have to exceed the material limitations. The material at the separation site would likely display stretching and jagged edges, consistent with an overload of the material. The reported difficulty of removing and subsequent shaft separation appear to be related to case circumstances, and there is no indication based on the reported information to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot.